Event description:
It was reported the patient was experiencing intermittent stimulation and happens whether or not the stimulation is on or off. They were also experiencing overstimulation, understimulation and were unable to adjust their stimulation. The patient was spending the winter in florida and could not meet with their normal manufacturer representative in indiana for troubleshooting and an impedance check so the patient was directed to reach out to a manufacturer representative in (B)(6).

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).